Event description:
It was reported that the patient reported that his inflatable penile prosthesis ceased to work and he believed that there was no more saline in the reservoir as he could no longer inflate the device. The patient had an appointment scheduled with his physician on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.